Event description:
The date of the sae onset was on (B)(6) 2023, but the site was aware of this event yesterday ((B)(6) 2023), reporting this information to us during today. The reported sae was described as post-surgical paralytic ileus, treatment with nasogastric tube and parenteral nutrition which led to a prolonged hospitalization. The subject is a 55-year-old male patient, who suffered from a locally advanced neoplasm of the cecum, for which he underwent a laparoscopic right hemicolectomy and lymphadenectomy on (B)(6) 2023. On (B)(6) 2023, three days after the surgery the patient began to have abdominal pain and was unable to defecate. An abdominal CT scan was performed which showed a picture of paralytic ileus. It was decided to place a nasogastric tube and parenteral nutrition. The event is still ongoing.

Manufacturer narrative:
According to the investigator´s criteria, the sae has been determined to be related to the procedure (causal), but not related to the investigational device.